Event description:
It was reported that the patient developed an infection. Bacteremia was noted and medication was administered. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.